Manufacturer narrative:
Concomitant products: d284drg, ICD, implanted: (B)(6) 2013.

Event description:
A journal article was reviewed which contained information related to the relocation of the patient's implantable cardioverter defibrillator (ICD) system to accommodate radiation treatment for cancer. It was reported that the patient's right atrial (ra) lead had declining impedance since the time of implantation. It was indicated the ra lead function was programmed off as atrial pacing was not needed. As part of relocating the patient's system prior to radiation therapy, the ra lead was capped due to the declining impedance and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.